Event description:
The customer reported that while the panorama central station was in use monitoring a pt along with a spectrum monitor at the bedside, the system failed to alarm for asystole promptly. The pt had a demand, dual chamber pacemaker and had been tachy prior to his "vascular collapse". The pt's heart rate had been running at 110-130 bpm intrinsically. His heart rate then decreased rather quickly, ending in asystole. The pt expired. It appeared that the monitor may have counted two pacer spikes as qrs's, reading 55 bpm at one point, when in fact, the pt's heart was not beating much at that time. The clinicians have stated that they do not attribute the pt's death to the system; however, they do not know if the fact that the system did not call asystole in a timely manner made a difference in their resuscitation efforts.

Manufacturer narrative:
The clinicians discharged the pt's info from the sys prior to alerting pt monitoring of the event. They provided very limited sys documentation of the event. The reports provided were insufficient to determine what calls had been made on the sys during the time in question. The reports do confirm that there were alarm situations occurring during the time period in question, indicated by heart rate in brackets on the strip, to alert the end user of changes in pt status. The co requested an opportunity to evaluate the sys, but the customer declined.